Event description:
A healthcare professional reported that a patient was injected with juvéderm® ultra plus in mid cheek area. After 3 weeks later, patient was injected with skinvive¿ by juvéderm® and juvéderm® volbella¿ xc. About twenty days later, the patient presented with swelling on the left side of the face, and cyst had developed at the site where juvéderm® ultra plus was previously injected. The swelling spread bilaterally affecting both sides of the face. The patient was prescribed steroids and bactrim (antibiotic). The cyst was drained. After completion of the steroid course, symptoms recurred. A culture of the cyst tested positive for staphylococcus (staph) infection. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr: (B)(4) and (B)(6) (emdr: (B)(4). This emdr is being submitted for the second suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.